Event description:
Orig surg: in 2000 allegedly disassembly (disassociation) occurred after surgery. "While dr tried manual repair under anesthesia, inner head was disconnected and dr stopped manual repair. Potential reason is that when superiorly dislocated head was pushed down inferiorly, leverage force was added and consequently disconnected. However, ring was not disconnected."